Event description:
It was reported that the head of uretero-reno videoscope was bent and failed leak test. This occurred during cystoscopy, left ureteroscopy with laser and possible stent placement procedure, which caused a prolongation of greater than or equal to 30 minutes, with patient under sedation. There were no reports of patient or user harm.

Event description:
This supplemental report is being submitted for correction to the initial report. No additional information received from customer. This event was initially conservatively reported as a serious injury due to the procedure being prolonged by 30 minutes or more; however, there is no evidence of patient harm, no serious injury, and no adverse patient effects due to the prolonged procedure, thus, correcting b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur.